Manufacturer narrative:
Further attempts were made to obtain complete complaint details and upon receipt will be submitted accordingly. This is one event for the same pt involving two separate products. (B)(4).

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and subsequently expired, which is alleged to have been caused by the product administered during dialysis treatment.